Event description:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the patient's lip was burned by the head of the handpiece.

Manufacturer narrative:
While working on tooth, the patient was burned on the lip. Burn area was 1 inch in length. Patient was not given anything for burn. During product evaluation, medium debris levels were found in the handpiece. The bearings were grinding, which lead to heat up the handpiece head.